Manufacturer narrative:
Continuation of d10: product ID 97755 serial (B)(6) : product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial (B)(6) : , (B)(4): analysis of the 97755 recharger (s/n (B)(6) . Revealed that controller won't power on when rtm is plugged in. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pt tried charging the implantable neurostimulator (ins) yesterday as the ins was down to 30%, but they kept getting replace controller batteries soon message. Pt said they'd tried resetting controller several times. Pt checked for damage to recharger (rtm) and controller (didn't see any), reset controller, and cleaned connections. Pt mentioned the rtm was hard to plug in this morning. Pt attempted to start a recharge session, but again got replace controller batteries soon message. The issue was not resolved. An email was sent to the repair department to replace the controller. Pt needed to turn their ins off for an arm surgery today (confirmed not related to device) but couldn't enter MRI mode due to ins battery level being too low and not being able to charge. Pss asked, pt confirmed they weren't having an MRI, just the surgery. Pss reviewed how to show stimulation was off using top white button (and the fact that ins battery level was empty/red) and pt confirmed they saw the stimulation is off message on the home screen. Pt called back to report the replacement controller was received, but was having the same issues as previously documented. Pt w ondered if the 'replace controller batteries' message was accurate since the controller did not come with a battery replacement. Agent reviewed information and explain that message typically points to issue with controller or recharger. Pt noticed their recharger is a bit loose when plugged into either controller; they can recharge okay once in a while.